Event description:
Procedure type: lap cholecystectomy. According to the reporter: the surgeon used the clip applier on the cystic duct and a clip fired as it should but then one immediately dropped off into the patient's abdomen. This happened twice more and he was able to retrieve two of the clips, but not the third. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).